Event description:
This is a report by a consumer with supplemental information provided by a nurse in the USA of patient (pt) made mistake of touch contamination, did not wear a mask , and peritonitis with (B)(6) and (B)(6) in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On (B)(6) 2011, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). At the time of this report, dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the pt made mistake of touch contamination and did not wear a mask. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. At the time of this initial report, the patient was recovering and had been taken off antibiotics (details unspecified). On (B)(6) 2012, additional information was received from a nurse. The nurse confirmed the event of peritonitis and the hospital admission date. On (B)(6) 2012, the patient was re-educated on proper aseptic technique for pd therapy. On (B)(6) 2012, the patient was discharged from the hospital. On an unknown date, the patient completed unspecified antibiotic therapy for peritonitis (dose, frequency, and lot not reported). The nurse reported the patient has recovered from the peritonitis (unspecified date). Concomitant therapy was not reported. The nurse confirmed that the cause of the peritonitis was the patient made a mistake of touch contamination and did not wear a mask. The nurse confirmed the cause was not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because the nurse reported break in aseptic technique by the patient, described as patient made mistake/touch contamination and did not wear a mask. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.